Manufacturer narrative:
Pump was received with a button error alarm and no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that his insulin pump alarmed battery error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 190 mg/dl at the time of incident. Troubleshooting was done for button error but was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.